Manufacturer narrative:
Event date is an estimate. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient underwent a non-related surgical procedure where it is unknown if the ipg was placed into surgery mode prior to the procedure. Following the procedure, the ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur on a later date to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The ipg in question was explanted and replaced; however, the device was discarded and not returned for evaluation. As a result, the device history record of the ipg was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined. The ipg was replaced to reestablish effective therapy."